Event description:
Event description guidant received information that this implantable defibrillation lead exhibited a shocking impedance of >125 ohms. This lead has been in service for approximately 5.5 years. The shock impedance had remained stable until four months ago, when it began to trend upward. A guidant technical services (ts) consultant discussed that this impedance measurement may indicate a break in the energy pathway, and recommended obtaining an x-ray to verify lead continuity. No patient symptoms have been reported, and there is no indication that critical shocking therapy was required and not delivered.